Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer alleges pump is not delivering insulin correctly. Customer reportedly received 70-75 units of insulin as an unintended bolus; was able to self-treat. No adverse event reported. Requested return of the alleged device for evaluation and replacement was provided.